Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, it was observed that the 4k c-mnt scp,4.0,30,167,mitek device scope had no visibility. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer. Outer tube damaged, needle scratches. Outer tube damaged, distal tip distal tip damaged dings/scratches holes in distal tip fiber. Illumination distal tip fiber damaged. Optical system, optical components broken lenses in optical system distal cover. Glass/negative damaged scratches. Cosmetic issue scratches/dents. Engraving/identification datamatrix code level a. Visual: scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, visual: deformed/bent, usage: use error/misuse and labeling: illegible etch. Per service report, this complaint was confirmed. The label, tube, optical and housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer. - outer tube damaged, needle scratches. - outer tube damaged, distal tip distal tip damaged dings/scratches holes in distal tip fiber. - illumination distal tip fiber damaged. - optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratches. - cosmetic issue scratches/dents. - engraving/identification datamatrix code level a. Visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent, usage : use error/misuse and labeling : illegible etch. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.